Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that these bipolar forceps stick to tissue during a total thyroidectomy. The forceps constantly stuck to the tissue while cauterizing and would tear away, causing more bleeding.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Supplier: (B)(4). Supplier evaluation: upon inspecting the returned device, it appeared to be in fair condition. Some pitting, scraping, and wear of the gold plating at the distal ends of the tips was apparent, and confirmed upon examination under magnification. The instrument was connected to an esu and used to coagulate egg white at 12w with a 33% duty cycle (2 seconds on, 4 off). Non-stick performance appeared typical based on the tip size and condition (i.e., there were no signs of immediate sticking of the egg white that might have indicated a problem with the plating). Based on the condition of the instrument, it appears that the sticking issues experienced by aesculap's customer are due to wearing of the tips caused by routine long-term use and that the instrument is in need of refurbishment or replacement. There is no indication of any defect in materials or workmanship. Furthermore, the tips of these forceps are plated with rose gold; the forceps that were returned to us appeared to be more yellow gold. Upon further investigation under magnification, it looked as though the layer of rose gold had been scrubbed off as there were many scratches and only a very thin rim of rose gold left at the distal ends of the tips. These forceps show obvious signs of improper handing. Disposition: no action required.

Event description:
Clarification was received: the staff sterilized a different set of instruments, non-aesculap, to use instead to complete the procedure. It was noted that more time was spent on controlling the bleeding caused by the aesculap device than the bleeding from the dissection. Additional patient harm was not reported other than unexpected bleeding.